Manufacturer narrative:
(B)(6). Results: the tube was returned and a partial collapse and crack could be seen just over half-way down the length of the sample. It did appear this was a crush defect. Photos were also attached, illustrating the issue. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5271007, conclusion: evaluation of the returned photographs and tube confirmed that damage had been caused during processing. The most likely root cause of this damage is that the tube was caught up in the tray loader.

Event description:
It was reported that bd vacutainer® brand sst ii tubes containing silica and gel had a dented tube. No injury or medical intervention reported